Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. The reported condition of a broken male luer tip was found and confirmed during product evaluation. A batch review could not be performed as the lot number is unknown. An assignable root cause could not be identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Event description:
During evaluation by baxter, a clearlink system continu-flo solution set was found to have a broken male luer tip. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.